Event description:
A report was received that the patient underwent an explant procedure due to infection at the pocket site due to a previous revision surgery (MFR report #: 3006630150-2012-01680) at ipg pocket site. The pocket site was oozing. The patient was given oral and intravenous antibiotics. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-8216-50, serial: (B)(4), description: artisan surgical lead, 50cm. Explanted devices will not be returned to bsn as they were discarded by medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.